Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip-cover accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 5.3 mm x 1.8 mm and 5.5 mm x 1.2 mm. There was not any material missing. The complaint was confirmed by failure analysis. The probable root cause of the mcs tip-cover could not be established since the accessory was not returned. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the protective material of the monopolar curved scissors instrument was missing on the scissors from the visible orange part. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem was identified during the procedure. The damage observed was on the mcs instrument. The damage to the monopolar curved scissors was detected in area 3, the orange part. The tip cover was also damaged. The tip cover has slipped and is twisted. The mcs tip cover accessory appeared to be properly installed. Part of the orange surface was visible after the installation of the mcs tip cap accessory. The procedure was robotically completed, but the scissors were replaced with new ones. The patient did not suffer any harm or injury.